Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# nlf099156n implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: nlf099156n, ubd: , (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative (rep) reports the patient (pt) is getting a rm03 code on the controller. Caller is not with patient. It was suggested for the patient to reset the controller. Pt called back stating they have the equipment with them and would like to troubleshoot the rm03 issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen; controller is 90 percent and implant is 30 percent. Agent asked caller to inspect the recharger for damage and stated that they have noticed that the juncture where the cord meets the paddle is getting extremely hot and it looks worn. Agent sent request to repair to replace the recharger.

Manufacturer narrative:
Product ID 97755 lot# serial# (B)(6) product type recharger analysis found no anomalies were visually observed. Device got poor recharge quality message when trying to charge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). They clarified that the recharger cord was loose into the paddle. Pt also reported their weight.